Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) over 600 mg/dl and a 7.0 mmol/l ketone level resulting in a hospitalization. Reportedly, an unknown error had occurred and healthcare provider alleged error was the cause of bg/ ketones. An infusion set change was performed to address bg/ketones; however, bg and ketones remained elevated. Customer was treated with an infusion drip. Customer was released 4 days later with the issue resolved and no permanent damage. Additionally, it was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. Reportedly, the customer reverted to manual injections for insulin therapy.